Manufacturer narrative:
To date the medical facility has yet to return to abiomed the pump product or data logs. The investigation is on-going at this time. Should the facility return the product and a device analysis is done, a supplemental medwatch will be submitted. During the investigation the failure mode will be monitored and trended.

Event description:
A patient was admitted for a high risk percutaneous angioplasty in the cardiac catheterization lab. The patient had a multivessel, inclusive of the left main coronary artery, angioplasty successfully completed with the hemodynamic support of an impella cp, which was inserted via the left femoral artery. After the angioplasty was completed, the patient was sent with the impella for continued hemodynamic support to the ICU. During the overnight the patient developed a hematoma at the imepella access site. The team held manual pressure and applied a femostop. The pump remained on for support, but the groin site continued to ooze blood. Due to the blood loss and hematoma the team infused 1 unit of blood products. On the fourth day of support, the pump was weaned and explanted. There was no further intervention needed for the blood loss and hematoma.

Manufacturer narrative:
Since the original medwatch was filed the investigation has concluded. The product was returned for analysis. Analysis found no product defects that could have injured the blood vessel. The root cause of the hematoma could not be determined. The failure mode will be monitored and trended.